Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer was hospitalized due to low blood glucose . Blood glucose values was 46 mmol/l. Troubleshooting was performed and customer has been using insulin pump system within 48 hours of reported low blood glucose event and customer was not using the system with the auto mode feature active at time of low blood glucose event. Product will not be returned for analysis. The customer will continue to use of the device.

Event description:
Updated/corrected event narrative: information received by medtronic indicated the customer had hyperglycemia. The customer's blood glucose value was 46 mmol/l at the time of the event. Customer was hospitalized and then had a cardiac arrest and spent 6 days of fluid and was almost back to normal. Customer length of stay at the hospital was for a month. Customer cannot see very well. Customer never got back to the pump, and when advised to put in a new battery to the pump but the customer stated that they had issues with the battery. The customer stated that the pump keeps alarming to replace the battery and that it was not installed the right way. Requested the customer if they could upload it to carelink, the customer didn't know the computer and cannot see well enough to look at it. Customer stated that the daughter-in-law had a computer and could help to do so. They will call back with their granddaughter to try and complete troubleshooting. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event and the customer was not using the system with the auto mode feature active at the time of the high bg event. The product will not be returned for analysis. The customer will continue to use the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in sections b1, b2, b5, d10 and h6 was not complete/completely correct. The updated event information is being submitted via this follow up report under b1, b2, b5, d10 and h6 section.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. ¿ the health effect ¿ impact and clinical codes that were provided with the initial report were incorrect . The complete information has been included with this report in h6 section.